Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus service operation repair center (sorc) but could not be duplicated the reported phenomenon. However it was found corrosion of video connector contacts of the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not identify a root cause of the reported phenomenon. [Consideration] from the following facts obtained from investigation, omsc presumed that the reported phenomenon was caused due to the effect of connector corrosion by the fact that contact part with the endoscope could not be read. -the reported phenomenon could not duplicate at inspection of sorc. -it was confirmed the corrosion of the video connector contact finding at inspection of sorc. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.